Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a high drain 104. The technical service representative (tsr) assisted the hp with clearing the alarm. The tsr reviewed the therapy log, ultrafiltration (uf) per cycle, and therapy settings. The cycle 4 uf was 2027ml and programmed fill volume is 2000ml. The tsr explained the alarm and explained the hc needed to be swapped. The hp stated he has procard. The tsr recommended the hp contact the registered nurse (rn) about the alarm. The tsr arranged for swap. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). During a follow-up with the home patient (hp) regarding the high drain alarm, it was revealed that the issue was resolved, but hp did not know the cause of the issue. Per hp, he had no symptoms at the time of the alarm. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided. The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported issue of high drain volume (iipv-adult) was confirmed in the device logs, but was not duplicated during the pal evaluation. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. The cause was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow /no flow occurred above the minimum drain volume threshold. The device was determined to meet specification for the complaint of high drain. This issue is being investigated through a CAPA.